Event description:
The customer contact reported a leak. It was reported that an unspecified volume of solution leaked during manual filling of the vial at the user facility. The customer contact reported the vial was being filled with an unspecified medication when solution leaked from a hole at the top of the injector in the vial. Though requested, no additional information was provided, including if the vial was replaced.

Manufacturer narrative:
One used device was received on (B)(4) 2012 and evaluated. Testing found that solution leaked from the flange of the injector when pressure was applied. Hospira has completed a formal investigation to address the issue of leakage from the injector in the sterile empty vial. Based on the investigation results, it was determined that solution leakage found at the cannula and the polypropylene injector body was due to adhesive shrinkage and separation from the injector. The adhesive shrinkage and separation was due to exposure to elevated temperature in combination with a poor ultraviolet cure. This device has been identified as part of a product recall. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.